Manufacturer narrative:
Block d2b: additional applicable product code: nhl. Additional suspect medical device components involved in the event: model number/catalog number: db-2202-45 serial number: (B)(6). Batch/lot number: 7099421 model/catalog description: dbs directional lead sterile kit 45cm unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55 serial number: (B)(6). Batch/lot number: 7107219 model/catalog description: 55cm 8 contact extension unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55 serial number: (B)(6). Batch/lot number: 7106492 model/catalog description: 55cm 8 contact extension unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure to remove the leads and lead extensions due to device erosion through the patient's scalp. The patient was prescribed antibiotics. Following the procedure, the patient recovered without complications or reported adverse effects. The explanted devices will not be returned to boston scientific for analysis.